Event description:
Patient stated that he had original surgery in (B)(6) 2011. He had to go back in for a revision/removal surgery because the trestle plate and screws that were implanted in his cervical spine had malfunctioned. In (B)(6) 2014, he felt his neck pop and he woke up to find that he was paralyzed on his whole left side. The surgeon did not originally plan to remove the plate and screws, but deemed that it was too dangerous not to remove them because the screws had broke and allowed the plate to begin to shift around which caused the nerves to be affected to the point of paralyzation. In (B)(6) 2014, patient had revision surgery to remove the trestle hardware. The surgeon removed 3 screws and the plate and installed 2 rods between c3-c7. Surgeon could not remove the distal tips of the screws because he said it was too dangerous and life threatening for the patient. After the surgery, patient was no longer paralyzed but has lots of pain and trouble swallowing. Patient will be going for a follow up visit with his surgeon on (B)(6) 2015 to find out his progress.

Manufacturer narrative:
On (B)(4) 2014 alphatec customer service received a call from the wife of a patient. She was referred to alphatec by the surgeon. She provided some initial information and indicated she has all the x-rays and all the documentation and would like to speak to someone today. (B)(4) 2015 - alphatec's vp, regulatory, quality & clinical affairs spoke to patient via phone. The patient provided information concerning the event and stated they would be sending x-rays and documents for evaluation/review. He also indicated he was going for a follow-up visit with his surgeon on (B)(6) 2015 to find out his progress. (B)(4) 2015 - customer service left voice mail for patient (B)(4) 2015. Attempting to gather additional info/x-rays (B)(4) 2015 - customer service spoke to wife of patient who stated they will not be sending alphatec anything for review. She said that she and her husband were instructed by someone else to take this case to a lawyer so that's what they plan to do. The sale order from the original surgery provided the trestle screw part numbers implanted with the plate on (B)(6) 2011. It is unknown which of the screws fractured and remain implanted in the patient. 8 implanted - 61340-014; 4.0mm variable angle self-tapping screw, 14mm. 2 implanted - 61540-014; fixed angle self-tapping screw -4.0mm x 14mm. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm f136) and nitinol (astm f2063) and the bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.